Event description:
Some months (time no specified) after insertion of a retrograde nail into the pt's femur to treat a distal femoral fracture, two locking screws broke. The fracture did not heal. No x-ray images nor additional info is available.

Manufacturer narrative:
The returned locking screw was examined by an outside laboratory. The laboratory analyses failed to identify any microstructural material anomalies in the examined screw. The laboratory conclusion is that breakage occurred due to fatigue bending. No further conclusions can be drawn by orthofix as no sufficient info has been prvoded (no info about the diameter of nail used, no x-ray images).